Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Since the lot number of the subject device could not be identified, the manufacturing record could not be reviewed. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during a laparoscopic surgery, the distal chip of the subject device fell off into the patient's body. The distal chip was reportedly retrieved from the patient. The user facility did not disclose the patient's outcome.